Manufacturer narrative:
A complete lead was returned for evaluation in two pieces. On the connector section of the lead, there was an external insulation abrasion that breached the cable lumen. The cable coating was intact and the inner coil was not exposed at the abrasion site. One external insulation abrasion breached the outer insulation, exposing the outer coil. On the distal section, there were two internal abrasions that had breached the cable lumens between the rv and svc shock coils. There was also one external insulation abrasion that breached the cable lumens proximal to the suture sleeve impression region on the distal section of the lead. The cable coatings on the distal section of the lead were intact and the inner coil was not exposed at the abrasion regions. Electrical testing revealed no indication of conductor fractures or internal shorts. Other damages on the two lead sections were consistent with those occurring at the time of explant.

Event description:
Related manufacturer report number: 2938836-2014-18424. During a device replacement procedure, externalized conductors were seen on the right ventricular (rv) lead. The electrical parameters were stable and in range. The lead was explanted and replaced and the patient was stable.